Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received no delivery alarm. Customer¿s blood glucose was 480 mg/dl. Troubleshooting was performed, but customer did not have a plunger, infusion sets nor tubing clamp in order to continue troubleshooting. Customer would call back in order to continue troubleshooting. Reservoir is not expected to return for failure analysis.